Manufacturer narrative:
No blank display or button error alarm noted. Insulin pump had constant motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. Insulin pump had moisture damage on electronic assembly. Insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Insulin pump had a corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer's mother called complaining that there is moisture in her daughter's insulin pump. The customer has a blood glucose level of 160 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.